Event description:
Health professional reported an alleged event of "band port explanted due to hiatal hernia repair and unsuccessful weight loss-conversion to roux-en-y gastric bypass." Health professional has declined to provide additional info.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Hernia and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."